Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0250 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the installation of the catheter they noticed that after the length of 12cms the catheter couldn't advance more. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficult catheter insertion is confirmed and appears to be manufacturing related. One 2 fr perqcath catheter and tray kit components were returned for investigation. Use residue was present on the catheter and microintroducer. An irregularity was observed on the catheter surface approximately 12 cm from the distal end. Microscopic observation of the catheter revealed clear, elastic material to be surrounding the catheter. Tweezers were used to pull back a section of the material and it was observed to be well bonded to the catheter surface. The photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation: the complaint of ¿the catheter couldn't advance more¿ is confirmed. According to the visual evaluation the catheter revealed clear, elastic material to be surrounding the catheter. The cause of this condition is manufacturing related. A lot history review (lhr) of recq0250 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the installation of the catheter they noticed that after the length of 12cms the catheter couldn't advance more. No other information was provided.